Event description:
I had the essure measure device implanted on (B)(6) 2014. Six weeks later I had the hsg test performed, that was a positive result (tubes fully blocked). Six months later I became pregnant, which resulted in a miscarriage.